Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e224 shown on monitor a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e224 shown on monitor is due to bad cable/connector. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had intermittent image; the image went in and out. The issue was identified during reprocessing. There were no reports of patient involvement.